Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was no provided. A manual insulin injection was administered to address bg level.